Event description:
When removing the catheter, about a third of it was cut, leaving a portion in the pt's body. The tubing is believed to have migrated through the blood vessels and has not been possible to identify in the pt's body.

Manufacturer narrative:
The sample was received (B)(6) 2012 and sent for decontamination. Add'l info regarding this incident has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).